Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarms occurred. There was no reported impact to the user's blood glucose level. Reportedly, the user changed the cartridge and resumed insulin delivery.